Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 45 mg/dl. The customer was treated with glucose/ carb intake. The customer reported that observed a difference in reading between sensor glucose and blood glucose values. The sensor glucose value at the time of the event was 115 mg/dl. The blood glucose value at the time of the event was 45 mg/dl. No further patient complications were reported. Troubleshooting was not performed and it was unknown whether the customer had been using the pump within 48 hours of the reported event and unknown whether the auto mode feature was active at the time of the event. It was unknown whether the customer would continue the use of the devices. The devices (insulin pump and sensor) will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.